Event description:
Removed continuous glucose monitor (abbott freestyle libre 14 day) and the needle detached was left behind in my arm. The manufacturer was not helpful, and I had to see three doctors before getting exploratory surgery to remove it. In my discussions with the manufacturer (B)(6) they admitted they had seen this multiple times. Attempts to post about this on abbotts support page only led to the posts being repeatedly deleted. They have routinely hung up while trying to discuss a resolution to this. FDA safety report ID # (B)(4).